Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure, chronic bronchitis, and sinus infections. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure, chronic bronchitis, and sinus infections. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There were no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer's service center concludes that there were no visible foam degradation and unit passed final test. Evaluation method code, evaluation result code, and conclusion code have been updated.